Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a right hemicolectomy, the firing knob of ntlc75 was detached from the device after triggering. The detached firing knob did not fall into the patient as the surgeon was holding it at the time after triggering. However, they had to force open the ntlc75 since the knob was broken and had to open a new one to fire. The procedure was successfully completed and there were no patient consequences reported. The firing knob was also returned along the device for analysis.

Manufacturer narrative:
Product complaint (B)(4). Batch # r5a25a. Device evaluation summary: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.